Event description:
During a remote follow-up, noise which resulted in oversensing was detected on the right ventricle (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was stable.